Event description:
It was reported that the patient developed a hole at the implant site. There was no sign of infection. Skin flap revision surgery to repair the skin flap was performed. The patient is being monitored.